Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturing reference number: 2017865-2020-12038.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with bacteremia one month after the replacement of the implantable cardioverter defibrillator. The implantable cardioverter defibrillator, right ventricular and right atrial leads were explanted. The patient was in stable condition.